Event description:
The ge oec 9800 fluoroscopy system displayed a cmos error on boot-up. It was also reported that the system saved an image, but only the thumbnail appeared in the image directory.

Manufacturer narrative:
A ge oec service representative investigated the issue and a cmos error on boot up. The battery on the cmos was replaced and the cmos was re-loaded. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.